Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port on the vasoview 6 accessory pack could not maintain the tunnel in the pt's leg. A replacement was used from an accessory pack and also continued to lose air, a tourniquet was put around it but it continued to lose air when the scope was manipulated. The procedure was completed with a smaller tunnel. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported prod lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).